Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that, surgeon was plating a distal fibula fracture. As he began inserting (by hand) his first 3.0mm locking screw into the locking axsos 1/3 tubular plate the screw driver broke the screw was not fully inserted, and they did not have others (3.0 drivers) on the tray that they purchased for back up. This led surgeon to fix with 2.7mm cortical screw in the remaining holes. These 2.7mm screws did not fully seat into the plate because the screw head was too large."